Event description:
Crrt access line tip got broken inside tip of vascath dialysis catheter access side. Unable to flush or return blood. Delayed treatment of crrt. Dr came in to exchange vascath. The crrt tubing is made by prismaflex. The prismaflex crrt machine is under gambro. The return line broke off inside the luer lock of the vascular line inserted into the pt. Crrt treatment stopped, unable to return blood to pt. No harm to pt other than delay of treatment.